Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for gastrointestinal/pelvic floor therapy. It was reported the patient reports her stimulator is not working as well as it originally was, feels like her stimulation is not as strong. Patient was told by hcp (health care professional) to call manufacturer for further assistance and to see if there are other programs she can try. It was reviewed there are up to 4 programs. Program 1 was set at 3.1 volts. Patient services helped patient change to program 2 and patient increased to 4.1 v where the therapy was comfortable for her and informed patient to keep a symptom diary and follow up with hcp in regards to the program change and to remember to document her symptoms. No further complications were reported or are anticipated.